Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the arterial header of the dialyzer. The pt's estimated blood loss (ebl) was 250-300cc. The treatment was discontinued and the blood was not returned. The pt had no adverse effects and no medical intervention was required. The pt was able to complete treatment with new blood line and dialyzer. The sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.